Event description:
A (B) (4) handheld computer was returned to manufacturer related to a reported screen freezing issue. When the screen was touched "nothing happened." A soft reset and hard reset were performed that did not resolve the reported event. The handheld contained (B) (4) programming software and is pending completion of product analysis.